Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been voiding about 12 times per day and felt a pressure before voiding. This started shortly after taking medication for an unrelated issue. The patient was unsure if the increased frequency is due to the therapy or the medications. The patient was instructed to sync with the ins and found that stimulation was on and patient was using program 2 at 1.2v. The patient was recommended to follow up with their healthcare professional. No outcomes were reported at the time of this report. Additional information was received from a patient on (B)(6) 2017. The patient stated that they were dealing with a bladder infection for 3 months. After seeing a specialist, a culture showed 1,000¿s of white cells and e-coli. The patient stated that the specialist couldn¿t explain why but put the patient on macrobid which the patient took for 10 days. Unfortunately, this caused a problem of blockage which led to a very serious 2 procedure surgery. The fecal matter penetrated the bowel making a hole but remained stuck causing a 2nd situation of it resting on the nerve. This caused terrible pain and a hernia at the patient¿s groin area. The patient was taken to the hospital by ambulance (family followed) to the emergency room. The patient was there for many hours of testing etc. A surgery of 2 procedures followed. The patient stated that the surgeon said he had only performed this type of procedure 3 other times in years of surgeries. The surgery took place on (B)(6) 2016. The patient stated that recuperation after hospital was at their daughter and son-in-laws. It took many weeks of progress and set-backs for the patient to be able to say they are doing much better. The patient believed the manufacturer device was working ok. Their daughter turned it off for the surgery and back on 2 days later. The hole in the patient¿s bowel was able to be fixed and it was closed off during surgery. The patient noted that they did try a stool softener before surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.